Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen in clinic last week without issue. A week later he was admitted for a fever of 107 f and pain of pump. Fluid was noted to be at pump site. The pt underwent surgical drainage of fluid. The vad coordinator noted serious drainage coming from a crack in the silicone sheath of the percutaneous lead line. The vad coordinator also reported speed drops down to 5200 rpm. Review of the event log file by technical services confirmed the reported events. It was suspected that there was a possible pump end bend relief fracture. The low speed events were mostly the result of a damaged wire in the percutaneous lead. It was later reported that the pt had a pump exchange and the original inflow and outflow were left in place.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.